Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat to moderately calcified, moderately tortuous left circumflex artery. The 2.75x28mm xience alpine stent was implanted; however, a dissection was observed. Another 2.75x12mm xience alpine was used to treat the dissection. Timi iii flow was observed to be good. There as no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.